Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer was setting up centrimag pre-connected pack serial number (B)(6) to prime for use and the plastic clamshell that is passed to the field opened up. This exposed the sterile portion of the circuit. Subsequently the pack had to be scrapped, and another pre-connected pack was used.

Manufacturer narrative:
Section d3: manufacturer information corrected. Section g1: manufacturing site corrected. Section g8: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-202x-xxxxx. The MFR number should have been cfn-based with the 7-digit cfn being 2916596. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 correction: medical device problem code 2975 - manufacturing, packaging or shipping problem added. Manufacturer's investigation conclusion: the report of the packaging opening was unable to be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. The centrimag pre-connected pack was not returned for evaluation. The relevant sections of the device history records for centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) rev. B, is currently available. The IFU describes that all components are provided sterile. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -always handle the pack in an aseptic manner. -pack replacement should be prescribed by the physician based on risks and benefits to the patient. -use aseptic technique during all pack replacement procedures. Under the section titled ¿package inspection¿ the IFU instructs to inspect the package carefully before opening. If the integrity of the sterile package has been compromised, or the product and/or package is defective, do not use the product and contact technical support. Under the section titled ¿sterilization¿ the IFU informs that the pack contents have been sterilized with ethylene oxide before shipment. The contents including the accessories are for single use only and are not intended to be resterilized. If the sterile package has been compromised, do not use the product and contact technical support. The section titled ¿centrimag¿ pre-connected pack setup and operation¿ instructs that the centrimag¿ pre-connected pack should be set up in a clean and aseptic work area before you set up and use the circuit. This section describes how to peel back the tray cover and remove the tray retainers. Observing aseptic technique, connect any accessories or components selected by trained personnel to the circuit, and secure all connections. Under the subsection titled ¿prime the centrimag¿ pre-connected pack,¿ the IFU instructs to use aseptic technique to open the tubing tray lid by carefully lifting open each corner of the lid. Do not use excessive force to open the tubing tray lid. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Clarification was provided that the plastic clamshell was a separate container in the pre-connected pack which houses the most sterile portion of the pack. This was the tubing that was connected to the cannula which was used to access the patient's circulatory system. The cause of the event seemed to be a manufacturing issue because the clamshell was not opening as expected. It was thought it should take some effort to open the pack. The customer observed that the clamshell opened up on its own. No photos were available.